Event description:
It was reported that during initial implant, the right atrial (ra) lead showed possible dislodgement. The physician claimed that the lead fixation would not retract. The ra lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal end electrode was covered with blood.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.